Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high defibrillation threshold (dft) test. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high defibrillation threshold (dft) test . No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the difficulty converting rhythm (induced) allegation was not confirmed - based on normal lead resistance measurements, a passing hipot test and inspection .the following as reported-impact codes were not confirmed - no evidence of device defect, malfunction or abnormal damage was found which showed no conductor issues.